Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device had motor issues during surgery and resulted in no harm and no delay. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation: product review of the air dermatome serial number (B)(6) by dover on 10 june 2020 revealed that the motor was not running so the rpms could not be checked. There was also a lot of rust and corrosion in the head and neck. Product repair: repair of the device was performed by dover on 10 june 2020 which included replacement of the following: head, neck, control bar, eccentric shaft, motor, bearings, cams, planetary carrier, gears, washers, spring seal, and various other parts. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. (B)(6), review of the device history record identified no deviations or anomalies during manufacturing.

Event description:
There is no additional information.